Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm ( cartridge alarm 1) occurred. Additionally, it was reported that an altitude alarm occurred and the customer experienced a leaking cartridge. The customer's blood glucose level ranged between 82-108 mg/dl. Reportedly, the customer load a new cartridge and was able to resume insulin delivery.